Event description:
The patient reported on (B)(6) 2014 his blood glucose was in normal range and on (B)(6) 2014 his bg. The pod was deactivated and he noticed the cannula was bent in a 45 degree angle. The pod was then discarded. He was able to activate a new pod. He went to the emergency room where he was diagnosed for mild diabetic ketoacidosis. They kept the pod on and gave him manual injections of insulin (exact dosage was not provided) for about 24 hours until ketones cleared.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the patient's ketoacidosis and ER visit. No product lot number was reported therefore no qualification records were reviewed.